Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while trying to correct a misaligned shield post use on a 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle, a contaminated needle stick injury occurred. The individual was sent for post exposure infection control which included receiving prophylactic medication, testing for hiv, hepatitis, stog, and sgpt profiles.

Manufacturer narrative:
Investigation summary: bd received photos and a video from the customer facility for investigation. The customer photos were evaluated, and a properly covered needle was observed. The video illustrated the correct way to engage the safety shield and end cap. Retention samples from the incident lot were selected for testing. All tubes performed as expected and no product issues were observed during the investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance. Root cause description: based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.